Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed oversensing that did not lead in pacing inhibition. Additional information was obtained and indicated that lead safety switch (lss) was triggered for unknown reason. This pacemaker remains in service. No adverse patient effects were reported.